Event description:
It was reported that the bd safetyglide¿ needle clogged while reconstituting the infarix hexa vaccine. The following information was provided by the initial reporter: "I was trying to reconstitute infarix hexa vaccine, some of the diluent was pushed into the vial but then the needle clogged. I was unable to complete reconstitution and the remaining diluent would not come out of the pre-filled syringe. The vaccine dose was wasted. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use".

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.